Manufacturer narrative:
Product analysis: as found condition: the apollo micro catheter and onyx 18 kit were returned for analysis within a shipping box. The onyx 18 kit was returned within an opened onyx 18 outer carton (b650374). The contents of the onyx 18 outer carton were removed. The onyx 18 (part: 50067-060-3 lot: b617014) and dmso (part: 50123-002 lot: b616191) vials were returned within their packaging tray. The apollo micro catheter was returned within an opened apollo outer carton (b484851) and an opened apollo inner pouch (b484851). Damage location details: the onyx 18 vial aluminum cap tab was found to have been removed, and the rubber stopper was punctured. The contents of the onyx 18 vial were partially consumed. The dmso vial aluminum cap tab was found to have been removed, and the rubber stopper was punctured. The contents of the dmso vial were partially consumed. Onyx was found within the apollo catheter hub. No bends or kinks were found with the apollo catheter body. The apollo catheter detachable tip was found intact. No damages were found with the apollo catheter distal tip. No onyx was observed within the apollo catheter distal tip lumen. The entire apollo catheter body was examined under magnification, no ruptures were found. Testing/analysis: a review of the lot history records of the onyx 18 kit reveals the onyx vial sub-assembly (part: 50067-060-3 lot: b617014) and dmso vial sub-assembly (part: 50123-002 lot: b616191) were used. It appears the correct onyx and dmso vials were returned. An in-house mandrel was inserted into the apollo catheter distal tip lumen. The mandrel became stuck after ~48.5cm. The remainder of the apollo catheter appears to be occluded with onyx. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter occlusion¿ report was confirmed. There is no evidence suggesting that the apollo micro catheter was defective. However, the onyx likely became exposed to water, saline, or blood, causing the onyx to solidify. This can occur in the hub, catheter lumen, or the needle used to draw the onyx from the vial. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2024 mpxr (B)(4) (rep, hcp, for): medtronic received a report that during embolization of second sitting of an arteriovenous malformation (avm) procedure, there was some residual avm left which was fed from right distal p2 posterior cerebral artery (pca). The physician took this apollo 1.5cm microcatheter and after filling it's dead space with dmso, started injecting the onyx-18 les. After injecting some of this onyx, he felt some resistance and the onyx was not coming out from apollo. The physician took out thisapollo and took out a new apollo 3cm to finish of the procedure. The catheter was entrapped by onyx. There was no onyx reflux. There was no surgical or medicinal intervention required. There was no vasospasm. No portion of the catheter remains in the patient. There was catheter occlusion during onyx injection. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of avm. The avm was not in an eloquent region. It was noted the patient's vessel tortuosity was minimal. The access vessel was right distal p2 pca with a diameter of 1.2mm. Angiographic result post procedure was 90% avm was embolized. See manufacturer report 2029214-2024-00273 for related device.